Event description:
It was reported that the patient developed bacteremia. The pacing system was the suspected source of the infection. The device and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 407652, lead, (B)(6) 2013. (B)(4).